Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145493.

Event description:
It was reported that following a lead revision procedure on (B)(6) 2023 [related manufacturer reference number: 3006705815-2023-06468], the patient experienced weakness in their legs prohibiting them from walking and severe lower leg and foot pain. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. The pain has since been resolved; however, the patient will attend therapy to address the leg weakness. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.